Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. A replacement high voltage cable was installed during service. The system was tested and found to be working as intended and put back into service.